Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') and device breakage ('fracturing') in an adult female patient who had essure (batch no. B34697-r,50701223-l) inserted for female sterilisation. The patient's medical history included eczema and colitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy - surgery to remove essure and to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation and device breakage outcome was unknown. The reporter considered device breakage and uterine perforation to be related to essure. No further causality assessment were provided for the product. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received : reporter, lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') and device breakage ('fracturing') in an adult female patient who had essure (batch no. B34697-inv,50701223) inserted for female sterilisation. The patient's medical history included eczema and colitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy - surgery to remove essure and to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation and device breakage outcome was unknown. The reporter considered device breakage and uterine perforation to be related to essure. Lot # reported (b34697) is not valid. Lot number: 50701223, manufacturing date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: unconfirmed quality defect - but plausible. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect oc device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in this complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a know possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: final ptc investigation result received. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced perforation of organs (seen as uterine perforation). This event is anticipated in the reference safety information for essure. Coils were removed approximately 3 years after insertion. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the exact time point and mechanism of perforation was not reported. However; based on the nature of this event, causality with essure coils cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy). A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and device breakage ("fracturing") in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy - surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation and device breakage outcome was unknown. The reporter considered device breakage and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unconfirmed quality defect - but plausible. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect oc device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in tile complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a know possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-oct-2017: legal claim received, lawyer added. Event added: fracturing. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") in a female patient who received essure for sterilization. On (B)(6) 2013, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain. The patient was treated with hysterectomy - surgery to remove essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced perforation of organs (seen as uterine perforation). This event is anticipated in the reference safety information for essure. Coils were removed approximately 3 years after insertion. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the exact time point and mechanism of perforation was not reported. However; based on the nature of this event, causality with essure coils cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy). A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.